Manufacturer narrative:
Complaint no: (B)(4). The device was returned for evaluation. Visual inspection did not reveal any issues with the device. A functional flow test was performed and the device and evidence of continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was found while trying to infuse a trial drug with human serum albumin and sodium chloride 0.9% (weight per unit volume). The device was filled with 192 ml, but was more than half full when infusion time was concluded after four days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). The device was flow rate tested. The flow rate was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.